Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found the suction line to be detached. A review of the manufacturing process was conducted of the suction line bonding operation, and no discrepancies were found. The reported customer complaint has been confirmed; the most probable cause of the issue was determined to be excess tetrahydrofuran applied during the operation.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex blue line ultra suctionaid tracheostomy tube, the customer noticed the suction line was torn off. No reported adverse patient effects.